Event description:
A customer reported that the high and low glucose alarms were not triggering with the freestyle libre 2 sensor when using with freestyle librelink application. The customer reported that due to this issue, the low glucose alarm had failed to trigger when customer was hypoglycemic, and customer required third-party intervention. However, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an (B)(6) with ios 15.1/fsll version 2.5.3.3088 using a good known libre 2 sensor. The (B)(6) successfully receive high/low glucose alarms. No issue were identified with the librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.